Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the procedure was cancelled. A ce ilab was selected for use. During the procedure, the motor drive unit failed to function properly and ivus imaging could not be performed. The procedure was cancelled and there were no patient complications.